Event description:
It was reported that a patient presented for advisory related explant. The device was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The device was returned due to patient expired. The device was received with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.